Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare was not applying heat properly although it was noted that the tissue blanched. Reportedly, the snare was securely attached to the active cord and there were no issues with the cautery pin. They were forced to cut through the polyps using cold snaring which caused more bleeding and the use of more clips to resolve it. The procedure was completed with this device.